Manufacturer narrative:
One device was returned for analysis. The visual inspection found delaminated to the downstream occlusion seal(dso). This indicated a reportable malfunction based on the delaminated dso. Functional and visual tests were performed, the reported issue was duplicated. The cause of the reported issue was downstream occlusion seal. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for bubbled or damaged downstream occlusion seal (dso). During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.